Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024 . On (B)(6) 2024 , the patient's spouse reported that the patient experienced inaccurate cgm values which occurred 9 days after the sensor had been inserted in the abdomen. On (B)(6) 2024 , the patient was disoriented, sweating, and agitated. The cgm was reading 71 mgdl and there was no bg taken. The spouse treated the patient with glucagon injection and called an ambulance. After the treatment they took a bg reading which was 103 mgdl. The patient was taken to the hospital due to other conditions, highblood pressure and a possible stroke. At the hospital they performed magnetic resonance imaging (MRI), computed tomography (CT) scan and echocardiogram (ecogram). The patient was discharged on (B)(6) 2024 at 11:30am. At the time of the report the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.